Event description:
An altitude alarm was reported on the customer's pump, but there was no adverse impact on the customer¿s blood glucose level. The customer experienced suspended insulin due to the alarm, but upon following technical support¿s instructions to clean the speaker holes and reset the cartridge, insulin delivery was successfully resumed. The alarm did not recur, and the pump returned to normal operation, with technical support providing tips to prevent future altitude alarms.